Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Per initial report, the home patient's family member disconnected the heater line of the homechoice set from the heater bag and reconnected it to the same bag. The home patient's family member noted that the connection felt loose, however, proceeded with therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.